Event description:
It was reported that a wearable failure occurred. On (B)(6) 2025, the patient reported that a sensor failure left her without a functioning sensor, preventing her from monitoring glucose levels. As a result, the patient experienced hyperglycemia with unspecified symptoms and was transported to the hospital. Upon arrival, a blood glucose (bg) reading was taken, which measured 648 mg/dl. The patient declined to provide additional details regarding the event. She remained hospitalized for more than 24 hours. No further information was documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.